Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was overheating and not working, pre-operatively. There was no patient involvement.

Manufacturer narrative:
There was no finding available related to overheating. (A follow-up report will be submitted when analysis related to overheating is available.) However, analysis found that there were corroded parts, the device did not function with the console and a knob also malfunctioned. The device was repaired and tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.